Manufacturer narrative:
The fsr replaced the epgs. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during field installation of the device, the electronic patient gas system (epgs) failed calibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Upon initiation of calibration the motor was observed to be stuttering and not functioning as it should. It was determined that the epgs stepper motor encoder did not meet specification. The service repair technician (srt) duplicated the reported issue. During oxygen (o2) calibration, the stepper motor clicked multiple times with no movement and then 'service gas system and 'o2 analyzer calibration failed' messages were displayed. The stepper motor was replaced but the issue remained. The module was replaced and the issue was resolved. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.